Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of the left forearm. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on initial inflation at 7 atmospheres, the balloon ruptured. The device was removed without problems and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.